Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. Attempts to reprogram were unsuccessful. Surgical intervention may take place to address the issue.

Manufacturer narrative:
First notification date is corrected in this report. The report of ¿ineffective therapy¿ was not confirmed. Analysis of returned lead a found a broken wire at channel 8 in the terminal end of the lead. However, this fracture is consistent with having happened at explant, as there were no impedance issues on the reported event date, as shown in the impedance test performed on 1jul2025 (one day prior to the event date). The allegation is against 1 of 2 components; however, it is unknown which component (s), therefore all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: 8100347.

Event description:
Additional information received indicates the patient experienced unexpected shutdown of the ipg, and heating at the ipg site. Surgical intervention was undertaken wherein the system was explanted and replaced. It is unknown which lead was at fault.

Manufacturer narrative:
The event burning and heating at the ipg site was reported to abbott. Troubleshooting was attempted but issue persisted. The ipg stays hot for couple of hours before it dissipates. The patient is experiencing ineffective therapy. No intervention planned at this time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.